Event description:
It was reported that during a coronary stent procedure, the physician encountered resistance advancing the stent delivery system. Upon removal it was noted that the shaft had broken. Pt status is listed as "stable".